Manufacturer narrative:
Investigation is ongoing.

Event description:
Per pre-decontamination evaluation of the returned devices, it was learned that two bent struts of the 26mm sapien 3 ultra resilia valve compromised the integrity of the first 14fr esheath+. As reported by the edwards lifesciences field clinical specialist, this was a transfemoral transcatheter aortic valve replacement procedure utilizing a 26mm sapien 3 ultra resilia valve. The 14fr esheath+ was inserted into the patient at a high angle. Balloon aortic valvuloplasty (bav) was performed. The tech stated they felt that there was resistance withdrawing the bav/balloon from the sheath. During insertion of the 26mm commander delivery system into the sheath, the loader cap was pulled back too soon. The loader was then reinserted, and the interventional cardiologist proceeded to move forward with the delivery system. It was noted that the valve was stuck. It was agreed upon to open a new system and 14fr esheath+. The second sheath was not inserted at a steep angle and the delivery system was able to advance. The second 26mm sapien 3 ultra resilia valve was deployed successfully. The patient did not experience any injuries. Per pre-decontamination evaluation of the devices, two puncture holes were observed on the strain relief of the first sheath, and two valve struts were bent outward on the inflow side of the first valve.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: corrected h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions. The sapien 3 ultra resilia valve was returned to edwards lifesciences for evaluation. The returned device was visually examined and the following was observed: two (2) struts bent at the inflow side. Bent struts corrected after valve was expanded. Due to the nature of the event, no functional or dimensional testing was performed. Imagery provided by the site revealed patient's access vessels had presence of tortuosity. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this event. A review of the lot history revealed no other similar returned events for the trend categories. The instructions for use/training manuals were reviewed. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The valve frame damage was confirmed based on visual evaluation of the returned device. In this case, the patient's access vessels had presence of tortuosity, the delivery system was advanced in high insertion angle, and the loader was not fully inserted during the delivery insertion. The presence of tortuosity and high insertion angle can create a challenging pathway during delivery system advancement, leading to high resistance. If the excessive force was applied to overcome the resistance, it could cause the valve frame to interact with the sheath hub during insertion, resulting in frame damage. Per the training manual, "push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification", "if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system", "do not over-manipulate the sheath at any time." In addition, the loader was not fully inserted through the sheath, so the loader could not facilitate a smooth transition to the crimped valve through the sheath hub and proximal strain relief, which could lead to interact between crimped valve and the sheath hub/ the inner lumen of the sheath, and the further manipulation can result in frame damage to the inflow side of the valve. Per IFU, "insert the loader into the sheath until the loader stops". As such, available information suggests that procedural factors (incomplete loader insertion, steep insertion angle, high push force/excessive manipulation) and/or patient factors (tortuosity) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.